Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir tube lip was not completely secure inside the reservoir compartment, due to a broken reservoir tube lip. The customer's blood glucose reading was not available, but she noted it was high. The customer believes it broke from regular use, and recalls the plastic came off as she was changing her site out. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.